Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(4) 2013. FDA access number (B)(4). The customer contact indicated the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following info was provided that indicated a leak. The tubing set was being used to deliver fluorouracil 6400mg, at an unspecified rate, via a gemstar pump for the duration of 96 hours. No further programming parameters were provided. At an unspecified time on the second day after the delivery was started, the customer contact reported that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set and came in contact with pt's skin. It was reported that the pt's skin and the solution that leaked were cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.